Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump display was flashing or solid white and blank. Customer stated insert battery alarm today and can not make use of the pump after. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display or missing segments/partial display noted during testing. Device functioning properly. (B)(4).